Event description:
It was reported by service report that the bed had a loss of motor controls. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: CPR limit switch out of adjustment.